Event description:
This patient was receiving dialysis when the conductivity got out of range. The machine failed to alarm and the patient had a seizure resulting in an overnight admission to picu.====================== manufacturer response for dialysis machine, crrt, phoenix======================they are concerned. I'm sure they will come to our facility and look over the problems we are having.